Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the patient had undergone the initial procedure in (B)(6) 2014. The patient was diagnosed with subtrochanteric pseudarthrosis with a nail fracture following an internal fixation of the left subtrochanteric femoral fracture. On (B)(6) 2015, the nail was removed and the pseudarthrosis was decorticated and subtrochanteric valgising realignment osteotomy was performed with cancellous bone graft. It was reported that two locking bolts were broken as well as the nail. The nail had to be chiseled free somewhat before it could be removed. A plate, screws and bone graft replaced the removed devices. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Implanted in (B)(6) 2014; exact date unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the nail broke through the proximal oval hole for the accommodation of the spiral blade, the screws broke approximately in the middle of the shaft. The implants were made of 1.4441 (stainless steel 316l). The examination of the manufacturing documents of the producer and the raw-material inspection sheets of the suppliers showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implants was in compliance with the international standards. The dimensions of the investigated nail and screws were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The macroscopic examination showed no abnormalities, neither on the nail nor on the screws. When examining the proximal fracture surfaces of the nail using scanning electron microscope (sem), the initial fracture areas and the fracture behaviors were identified. The crack initiation started at the lateral side of the nail on both sides and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). This was more pronounced at the fracture on both fracture surfaces. At a higher magnification, fatigue striations were observed at the crack propagation zones and over the complete fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (loading and unloading during walking). The presence of these striations is a clear indication of a fatigue process. The end of the fracture surface was abraded and didn¿t therefore allow a final conclusion regarding any residual forced fracture zone. Sem observations and finding showed the nail failure was caused by fatigue and overload. While observing the fracture surfaces of the screws using scanning electron microscope (sem), the initial fracture areas and the fracture behaviors were identified accordingly. The cracks started at the circumference of the core diameter of the screws and ran into the material. Also at higher magnification, fatigue striations were observed at the crack propagation zones and over sizable areas of both fracture surfaces. These striations indicate clearly a fatigue process of the corresponding screw. Sem observations and findings showed that the screws failed due to fatigue and overload. Based on the topography of all investigated surfaces, it can be concluded that the nail and screws were subjected to low dynamic bending loads (one sided). Constantly alternating bending loads/load cycles (during walking) lead to the fatigue fo the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the corresponding implant. The implants could not resist the applied forces which finally lead to the material overload/fatigue failure. No evidence of material or manufacturing defects was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.